Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen was unresponsive and the user could not unlock the device, and a replacement was arranged after basic troubleshooting, including charging, did not restore functionality. Symptoms included no reported blood glucose effects and no clinical symptoms. Outcomes included continued use of cgm via the dexcom app or receiver and instruction to shut down the device to avoid further alerts, with data not transferable to the replacement and a standard startup required. Investigation included customer interview, remote troubleshooting, and logistical coordination for device replacement and inspection of the returned device. Investigation of this device revealed a device hardware malfunction consistent with a nonfunctional or delaminated display/screen assembly that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display hardware.